Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was used during the procedure. On (B)(6) 2025, mild oozing was observed at the bilateral groin access sites. Pressure dressings and manual compression were applied. Both lower limbs maintained strong dorsal pulses and good circulation. By (B)(6) 2025, only a mild wound hematoma remained, and no active oozing was noted.

Manufacturer narrative:
B5: describe event or problem - updated. Investigation summary: based on the available information, although no product has been returned, we have determined that the hematoma is a known inherent risk with use of this product. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that hematoma is addressed as a potential procedural complication when using faradrive steerable sheath clear. Additionally, based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive steerable sheath clear device confirmed that the event of hematoma is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive steerable sheath clear device is acceptable. Investigation conclusion: based on the information provided, the reported event of hematoma is a known inherent risk of faradrive steerable sheath clear. As stated by the instructions for use, there were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue.

Event description:
It was reported that a faradrive steerable sheath clear was used during the procedure. On (B)(6) 2025, mild oozing was observed at the bilateral groin access sites. Pressure dressings and manual compression were applied. Both lower limbs maintained strong dorsal pulses and good circulation. By (B)(6) 2025, only a mild wound hematoma remained, and no active oozing was noted. Additional information revealed the patient reported slow, active oozing from the right femoral venous access site on (B)(6) 2025. Manual pressure was applied for 5 minutes to achieve hemostasis, followed by placement of a c clamp. Distal dorsalis pedis pulse on the right remained palpable. Aspirin and apixaban were withheld on (B)(6) 2025. On reassessment of the right groin on (B)(6) 2025, no further oozing or hematoma was observed. Only bruising was present around the area, with localized skin warmth and pain. The subject was discharged on (B)(6) 2025. The device will not be available for return due to disposal.